Event description:
It was reported that there were problems with pressure and flow.

Manufacturer narrative:
During device testing over pressure was confirmed resulting in a new awareness date. The product was returned and the failure mode was confirmed. The warranty seal is in tact. The sticker on the back of the unit indicates calibration isn¿t due until october 8, 2013. The inflow and outflow roller wheels are dirty. The pump was powered on and checked for any error messages. None were seen. A hand pressure gauge was used to check the accuracy of the pump and was within +/-5mm hg of the set value per service manual (B)(4). A tube set was inserted into the pump with a water source, shaver, and a joint test fixture. Then the pump was allowed to run for several minutes and was able to maintain the correct operating pressure when set at a pressure of 50 mm hg with a large amount of outflow from the joint and tested at different flow rates. However with no joint outflow, overpressure occurred. The pump was opened to see if there were any damage components. Rust on the inside of the chassis cover was present. Also, red lights were noticed on the internal boards. The error logs were sent to the original equipment manufacturer (OEM). The OEM suggested that the upper and lower sensors, and roller wheels should be replaced. Probable root causes could be the upper and lower sensors and the roller wheels. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitor for future reoccurrence.